Event description:
It was reported that the device was not working anymore and had been inactive for ¿many years now.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# j0504277v, implanted: (B)(6) 2005, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3093-28, lot# j0454566v, implanted: (B)(6) 2005, product type: lead. (B)(4).